Event description:
It was reported that the user¿s ilet was not displaying dexcom g7 glucose readings while the dexcom mobile app continued to show values, and the user received assisted guidance to manually enter glucose readings into the ilet for future use. Symptoms included none reported. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included troubleshooting and user education conducted by support staff. Investigation of this case revealed a signal loss limited to the ilet-to-sensor communication path while the sensor and dexcom app functioned as intended, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that user guidance and routine connectivity troubleshooting addressed the issue.